Event description:
It was reported that during a ptca/stent procedure the duet stent was successfully implanted. The pt returned to the cath lab the following day, experiencing an acute myocardial infarction. A balloon catheter was used to re-open the vessel and the pt was placed on anticoagulation therapy. The pt left the cath lab in stable condition and reportedly has recovered.